Event description:
The user facility reported 49yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an agitated patient accidentally pulled the impella pump as the catheter got caught on the patient's body. Patient was actively being weaned and stayed stable post impella pull. Repositioning was attempted and unsuccessful. Swan was placed and numbers were evaluated. Physician felt patient was stable enough to remove impella.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. Clinical information was sufficient to determine a root cause. The root cause was determined that the cause of the positioning issues was patient movement. This report is being filed as part of a retrospective review of historical records.